Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported it doesn't work and it hasn't worked since they fell down 7 steps. The pt thinks it was pulled out of where it was connected at. Nothing was changed except the pt did have a "belly pump" implanted. Pt reported since the fall their belly had hurt. Pt reported they had 2 shots for their belly. It never bothered them until they fell. Pt reported they thought they would die from being in so much pain when they broke their spleen and was flown to the hospital. Pt reported they don't sleep and have headaches everyday, and cannot sit/stand/perform activities for extended periods. Pt reported the issue has not been resolved, and they do not know what can be done. Pt reported they have bruises all over their body and every bone they have hurts.

Event description:
Additional information was received from the patient. Patient reported that about 6 months ago, she was on the exterior doorsteps of her house, and everything went black when going up the stairs, pt felt straight back. When she hit the ground, pt felt like everything in the back broke. Patient doesn¿t know whether she had a stroke or what caused the black out, but it was not scs related because her scs was working fine at the time of the fall. Pt went to the hospital in louisville, they took patient¿s spleen out because it broke in half. Since the fall, patient¿s stimulation has quit working. She doesn¿t feel the stimulation nor feels the relief. The device is implanted on the right side in her back. After the fall, her son looked at the pocket site and stated there was a big scab at the implant site and appeared to have a bruise and had been bleeding. The device appeared to be trying to come out of the pocket. Patient¿s son put a big band-aid on the pocket site. Patient still has the stimulation and pocket issues going on. Pt is trying to get someone from medtronic to help with the device programming because patient is in pain. Hcp thinks the vertebras in the back, there are 9 of them that crushed due to the fall. A different hcp put the scs in. It felt good after implant until she fell. Pt is supposed to go to hcp office on (B)(6). Two reps are supposed to meet the pt there. Pt weight was around 160 lbs at the time of the fall. Since then, she has lost weight and now she is around 135 lbs.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot#/serial# (B)(6), product type lead. Product ID 977a275, lot#/serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported it does not work; when they hit the ground from 7 steps on their back they remember that it felt like something had come loose because they heard a pop and cracks; they were also no longer tingling anymore and they passed out like a stroke. Patient stated they felt like their wires pulled out and they were laying in the yard on their back and they didn¿t know anything had happened. Patient mentioned it was just like they died. Patient stated they didn¿t know if they were alive or not; all they knew was that they were in pain and weren't feeling the same as they did before. Patient stated they were flown out because they had broken their spleen in half and have not felt the same since. Patient reported they are seeing if insurance will cover. They feel miserable.

Manufacturer narrative:
Continuation of d10: product ID :977a275, lot# serial# (B)(6), product type: lead, product ID 977a275 lot# serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID :(B)(4) serial# (B)(6) product type lead product ID: (B)(4) serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating previous documented information. Pt did not know if they had a partial rib coming out of their back. They had a piece of the stimulator coming out the right side. Pt no longer tingled and it had been going on for 2 years. Pt reported they received a letter from registration services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 27-sep-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 27-sep-2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-08: information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and complex reg pain syndrome type I. The reason for call was that two or three years ago they fell down the front of their steps and landed on their back and they didn't know if the ins had been disconnected from the leads or not. Pt said that they had a nurse practitioner but there were no healthcare provider's (hcp) in their area. Pt said that they were going downhill fast. Pt stated 'I have an implant that the hcp put in on my right side and it goes down your spine and you have a remote controller with it - I lost it while moving. I have no tingling at all. I never had tingling until the hcp put the pump in - as soon as he hooked it up, it was good, and I was tingling again. 2024-jan-08: additional information was received from the patient. They called regarding falling on their back and ever since, their ins has not worked. Pt also mentioned their spleen broke in the fall and half of their spleen had to be taken out. Pt said they think they either pulled a wire loose or was broken because they had a bruise on their back and feels like part of the lead was coming out. Pt said they were going to have an MRI, but the hospital MRI facility said pt needs to have a manufacturer representative (rep) there since the pt doesn't know how to work the device and they needed to know if the pt could have the MRI. Pt mentioned they were in so much pain because this all started 2 years ago. Agent reviewed how to find MRI mode on their programmer, provided national answering service (nas) number for hospital to call, and provided tech number for MRI tech to call regarding MRI information.

Manufacturer narrative:
Correction to reg report #3004209178-2024-03144 follow up number 005. Consumer box not selected in section g2. Corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.